Manufacturer narrative:
Medtronic received the following information from a journal article entitled; "what is the optimal proximal landing zone of the stent graft in treatment of aortic type b dissection?". Cho t, uchida k, yasuda s, izubuchi r, kaneko s, minami t, saito a. Cardiovasc intervent radiol. 2024 aug;47(8):1037-1044. Doi: 10.1007/s00270-024-03791-0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "what is the optimal proximal landing zone of the stent graft in treatment of aortic type b diss ection?". The time frame of this study was over a thirteen-year period. 89 patients who underwent endovascular treatment for type b aortic dis sections were included in the study. Valiant and non-mdt stent grafts were implanted in the patient population. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, iiia endoleak